Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic, non-dependent patient presented for a check, the device longevity was found to be about 3 months with a battery voltage of 2.50v even though an estimation one year ago showed a longevity of 46 months with a battery voltage of 2.57v. It was noted that the previous check's estimation was an incorrect estimation by the programmer. It was also noted that the hv charge data did not display correctly the number of capacitor maintenance charges on the programmer hv charge log. A manual calculation was performed on a new software and the measurements matched the programmer's estimate of about 3 months remaining until eri.